Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device dislodged or migration (partial clip movement). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration and device damaged by another device are related to procedural conditions (interaction during positioning of additional clip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted on the anterior-2/posterior-2 (a2/p2) leaflets. A mitraclip xt was attempted to be placed to further reduce mr, during steering of the clip into the valve it grazed the implanted mitraclip xtw. The mitraclip xtw then tilted approximately 30 degrees, but remained stable on the leaflets and no tissue damage was visualized. The mitraclip xt was removed from the patient and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.